Manufacturer narrative:
Additional information: the stent did not expand and it did not detached from the balloon. The stent remained on the delivery system. Image review: one photo was provided for review. The image captures the complaint device post removal from the patient. Red blood/contrast is visible in the balloon. The most distal and proximal sections of the stent are partially expanded. The reported balloon burst cannot be confirmed by the image received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion located in the proximal left anterior descending artery. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass a previously-deployed stent. There were no abnormalities in relation to anatomy. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon burst during the first inflation at approximately 12atm. It was described that the device was inspected after being explanted from the patient; the intra stent balloon had some holes. The stent was not deployed and no interventions were made. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. Stent was returned loaded on the device but with partial expansion at the distal end. The distal portion of the balloon was also inflated. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon proximal end. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material, at the proximal marker band. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal to the tear site. If information is provided in the future, a supplemental report will be issued.